Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04039, 3006705815-2021-04040 it was reported that patient scs system has not being effective for over a year, and the ipg site is causing pain. As a result., the system was explanted to address the issue.